Event description:
(B)(4), lifecell distribution partner, forwarded to lifecell an MDR filed by the hopsital (user facility). It was reported that on (B)(6) 2012 patient underwent rotator cuff tear repair with lifecell device. It was also reported that on (B)(6) 2012, patient returned to surgery for a surgical site infection, which consisted of irrigation, debridement of previous surgical site and removal of device.

Manufacturer narrative:
Method of evaluation - review of information reported to lifecell. Review of device history record for lot t00100. Query of lifecell complaint system for other complaints reported against lot t00100. Results of evaluation - review of device history records for conexa lot t00100 (exp. 11-2012) revealed no remarkable findings and no nonconformances related to the nature of event reported. Review of distribution records reveals that as of (B)(4) 2013, (B)(4) devices have been distributed. Query of lifecell complaint system revealed no other complaints reported against lot t00100 as of (B)(4) 2013. Conclusion: no failure detected and device within specification based on internal investigation including no complaints, ncrs etc, event is unlikely related to the product. Product met qc release criteria. Device not returned.